Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run the ground isolation test and to reseat the gui cable. The customer followed the tse recommendations and he was not unable to duplicate the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of communication error. The ventilator was not in use on a patient at the time the malfunction occurred.